Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by homing the analyzer. Fse found a dead spot on the motor that prevented the cup transfer from moving to home. Fse replaced the c trans z motor and was able to home without error. Fse validated analyzer by performing quality control run successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10714107. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to component failure of the cup transfer z motor.

Event description:
A customer reported getting error message "4151 c. Trans-z home detect error" on the aia-900 analyzer. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.